Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and self test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump button was not working. The customer blood glucose level was 250 mg/dl. The customer was assisted with troubleshooting. Customer states that they were experiencing difficulty with unlocking the insulin pump. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that one time, they were able to get the insulin pump unlocked during the day to deliver a bolus, but states after that point, they did not able to unlock the insulin pump. Customer states all arrow keys to try and unlock the insulin pump. Customer was not able to access any menu that would require scrolling. Customer states that despite clicking the correct button as indicated on the screen of the insulin pump. Customer was not pressing the buttons too rapidly. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer states the button was not unresponsive during an easy bolus attempt. Customer was not able to get the insulin pump to unlock after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.